Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead causing pacing inhibition and asystole for approximately 4 seconds. Through additional investigation it was learned that the date of the reported noise corresponded to the implant procedure and the noise was a result of lead insertion difficulties. Following the implant procedure, all ekgs have been clean. There were no adverse patient effects and all products remain in service.